Manufacturer narrative:
(B)(4).

Event description:
This rv lead was explanted and replaced due to loss of capture. It was noted that this lead was too far out in the pericardium to capture. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages of the steroid collar. Based on the characteristics, it is reasonable to assume that this damage resulted from the surgery. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. The values of the parameters measured during the electrical and mechanical analysis of the lead proved to be within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.